Event description:
Customer reported a problem with her freestyle freedom meter. She "received a reading and had taken extra r, getting sick to her stomach and did not remember falling asleep". The customer reported losing consciousness and having experienced these symptoms: "nausea, headache, disoriented, staggering like she was drunk, sleepiness, unpleasantness, and thick tongue". She reported the following meter readings taken within 10 minutes of each other from the finger at the time of the event: 246 mg/dl, 115 mg/dl and 125 mg/dl. When they were plotted on a parkes error grid, they fell into the "a/b" zone showing that the values were not clinically significant. To counteract the event she "drank soda and ate peanut butter and jelly". There was no third party medical intervention required.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filled once the investigation results are available.